Event description:
After placement, the red lumen aspirated normally. The white lumen appeared blocked and they were unable to aspirate. X-ray done and contrast study injected which showed leakage around white cuff. After contrast injected the catheter split.

Manufacturer narrative:
The implicated product is a 9.5 fr lumen catheter with tissue ingrowth cuff in a peel-apart percutaneous introducer sys. The product rec'd for eval is a 25.5 inch long 9.5 fr dual lumen catheter. Dried blood is observed in one or both lumens. A slightly blood stained cuff is secured in place approx 9.75 inches proximal to the distal tip. A lot history review is not possible as no lot number has been provided. The complaint file documents that during a pt training session following device implantation, proximal lumen occlusion was noted. A subsequent dye study showed the distal lumen to be patent while the proximal lumen was only marginally open. Continued efforts to flush the proximal lumen resulted in the catheter splitting. Tactual examination is remarkable only for the dried blood within the lumens. Patency of the distal lumen is demonstrated by flushing water with a 12cc syringe. Aspiration is not possible due to a blockage at the valve. Under 20x magnification, this blockage is observed to be a clot that is preventing the valve walls to fold in. No leaks are noted in the distal lumen when the catheter's distal tip is occluded and the lumen is hydraulically pressurized to sustained pressures greater than 25 psi. A leak is observed immediately distal to the bifurcation when attempting to flush the proximal lumen with a water-filled 12cc syringe. Finger pressure over the leak slows the flow from the leak, however, no water can be flushed through the proximal lumen. Microscopic (32x) examination of the leak revels a "u" shaped flap approx 0.1 inch distal to the bifurcation strain relief. The base of the "u" is situated longtiudinally with the long axis of the tubing and is the longest portion of the flap. The flap edges are clean and even with flat, dull walls penetrating the catheter at a steep angle. This type of damage is characteristic of burst trauma associated with over-pressurization. The complaint of a catheter leak is confirmed. It should be recorded as user-related. The characteristics of the damage as well as user statements documented in the complaint file are consistent with burst damage secondary to over-pressurization. Over-pressurization may occur when infusion pressures exceed the burst limits of the silicone tubing. Infusion into an occluded lumen can create pressures beyond the material limits of the product. The product instructions for use cautions the user not to exceed pressures greater than 25 psi.